Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the cause of the event was that the user facility didn't perform reprocessing in accordance with IFU according to DHR review by manufacturer business center (mbc), the subject device was shipped in accordance with specifications.

Manufacturer narrative:
As part our investigation, on october 12, 2020, while onsite the ess provided the following recommendations: consistency with completing pre-cleaning at bedside and use of air/water channel cleaning adapter and continuation of flushing of the auxiliary channel. Transporting scopes in a 16x16 inch plastic covered bin. Leak test with the mu-1 and mb-155 after every use and prior to manual cleaning. Dispose of single-use brushes and gauze/sponge used during bedside pre-cleaning and manual cleaning. In addition, the ess performed a reprocessing in-service that included bedside pre-cleaning only as the attendees are not involved in the process of leak testing with mu-1 and mb-155, manual cleaning, scope disinfection/sterilization and storage of the scope. Provided supporting documentation and wall charts. The ess discussed the olympus reprocessing protocol for bedside pre-cleaning for gi and pulmonary scopes with the customer. The device will not returned.

Event description:
The service center was informed that during an in-service at the user facility with an endoscopy support specialist (ess) it was observed that staff was not using air/water channel cleaning adaptor and were not flushing the auxiliary channel of the scopes at bedside. There was no patient involvement, patient infection or positive device culture.